Event description:
Pt reported the check button on the infusion device is defective. The infusion device was started during the troubleshooting call, and the check button worked correctly. Infusion device was requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.